Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope screen became noisy and showed interference waves, the bending rubber had protein crystalline, and the endoscope had significant liquid invasion with black water flowing out. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the noisy interference image was most probably caused by a component failure, and for the significant liquid invasion with black water flowing out and the protein crystalline on the bending rubber, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.